Manufacturer narrative:
Section a: patient information corrected. Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: the reported event of fluid ingress in the backup battery compartment of the system controller was confirmed via the submitted photo. The system controller, serial (B)(6), was not returned for analysis. The submitted photo confirmed the reported fluid ingress on the battery and both ends of the ribbon cable. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. Heartmate 3 patient handbook section 4-¿living with the heartmate 3¿ states that ¿the heartmate 3 system components must be kept dry. Never expose the system controller, batteries, mobile power unit or power base unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate® gogear® shower bag must be used while showering to keep the system controller and batteries dry.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was provided that no alarms were identified. Self-tests were performed and passed, and the ebb compartment was cleaned.

Manufacturer narrative:
Section d4: device serial number was not provided, so the expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that when replacing the emergency backup battery (ebb) due to expiration soon, it was noticed that there was some green goo in the battery compartment and on the ribbon cable. No alarms were noted, the area was cleaned, and the ebb was replaced.